Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. Although the exact causes of the failures reported in b5, are unknown, the most likely cause has been attributed to component failure. Its unknown, however, what caused the components to fail. A device history review revealed no issues that could have caused or contributed to the failures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video telescope exhibited distal fiber breakage, dents on distal edge, cracked light guide (lg) cover glass, light transmission 16<8 failed. There was no patient involvement.